Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the surgeon removing the glenosphere because he was concerned of a possible infection. Cultures showed no infection.